Event description:
The customer reported the unicel dxc 600 pro synchron system had 2 erroneous high patient results for ethyl alcohol (etoh). Both erroneous high patient results (positive) were reported outside of the lab. Amended results (negative) were sent. No change in patient treatments due to the erroneous results reported. Customer also reported etoh quality controls (qc) drifted over time but were acceptable on testing day.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse reported the carryover leading to the gradual etoh qc drifted high and 2 erroneous high etoh results was the misaligned reagent probe b in the collar wash. Fse realigned the reagent probe b in the collar wash and issue was resolved.